Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 495 mg/dl (system 1) and 173 mg/dl (system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva system 1, serial number - (B)(4); aviva system 2, serial number - (B)(4).